Event description:
It was reported the patient did not feel stimulation while it was on. It was noted the stimulation hurt the patient when they were sitting. It was reported the patient was still getting up twice during the night to use the bathroom. It was noted the patient had wet themselves. It was reported the patient had had one urinary tract infection since implant. It was noted the patient was ¿going¿ too much. It was reported the patient had pain at the implant site that went away when the device was off. It was noted the patient had tried all four programs.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0bm3w, implanted: 2013-10-23 product type: lead. (B)(4).